Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose of 49 mg/dl followed by a high glucose later the same day after the infusion set¿s luer connector was not twisted into the ilet and insulin delivery was interrupted until the user resecured the cartridge and connector; the user also entered a smaller-than-usual meal announcement in an attempt to reduce glucose. Symptoms included dizziness, lightheadedness and increased thirst. Outcomes included self-treatment with oral glucose and no need for outside assistance or medical intervention. Investigation included troubleshooting and user education regarding proper infusion set connection and appropriate management of out-of-range glucose without additional meal announcements. Investigation of this case revealed an infusion set connection error consistent with an infusion system deployment or attachment issue involving the infusion set and connector. It was concluded, based on previously established findings for similar reports, that user technique contributed to the event.